Event description:
Camplainanat alleged that during a routine shift check by a clinicial, the device failed to power on. Complainant indicated that there was no patient involvement in the reported malcunction.